Event description:
It was reported that the patient presented in clinic for follow-up, noise was noted on the atrial lead. The physician elected to explant and replace the lead. The procedure was completed without any procedural complications.

Manufacturer narrative:
A partial lead was returned in two pieces. External insulation abrasion was noted at 33.4cm to 34.1cm from the distal tip consistent with lead friction to the device. Correction: - the previous supplemental was submitted incorrectly. The supplemental should have indicated that the externalized conductors were noted right ventricular lead which was the concomitant medical product. This correction is also including the complaint of fracture noted on the right ventricular lead. Correction: - the initial report incorrectly submitted the product with the wrong model number.

Event description:
Correction - new information received states that externalized conductors and lead fracture were noted on the right ventricular lead during procedure. The patient tolerated the procedure well.

Event description:
New information received states that an externalized conductors were noted on the atrial lead during procedure. No further information is available at this time.